Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynx control would not advance through the sheath. Once it was removed, it was noticed that the sealant was already exposed and had already started to expand. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The operator was trained to use the device. The intended procedure was an angiogram with possible intervention. The procedure used a retrograde approach. The patient had a history of pvd. A 6f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was removed from the package per the IFU. The sealant sleeves (cartridge assembly) were not out of position. The sealant appeared to be exposed and expanded while mynx was being introduced. Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The product was not returned for analysis. A product history record (phr) review of lot f2028202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ and ¿impeded¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as excessive force used, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 6f/7f mynx control would not advance through the sheath. Once it was removed, it was noticed that the sealant was already exposed and had already started to expand. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The operator was trained to use the device. The intended procedure was an angiogram with possible intervention. The procedure used a retrograde approach. The patient had a history of pvd. A 6f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was removed from the package per the IFU. The sealant sleeves (cartridge assembly) were not out of position. The sealant appeared to be exposed and expanded while mynx was being introduced. Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. Product was accidentally thrown out after the procedure. The device will not be returned for evaluation.